Event description:
New information reported that on (B)(6) the lead exhibited multiple auto mode switch episodes and oversensing. The oversensing could be reproduced with arm movement. The physician elected not to perform any action; the patient was in good condition.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up, oversensing was observed which could be reproduced by arm movements. Physician decided to take no actions and patient's condition was good.